Event description:
It was reported the cannula was remained under the patient's skin during the removal of a smiths medical catheter twice. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b5) customer provided additional information that the affected area did not become infected. The cannula was surgically removed from the patient's skin.